Event description:
This customer reported that the "pacer didn't work". There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported that the "pacer didn't work". There was no report of any negative patient impact. Philips requested additional information related to this event but no information was available. There was no pacer event in the device history for the specified time period. The device was evaluated locally by philips and the reported symptom could not be reproduced. The device passed all performance verification testing. We are unable to determine the cause of the reported symptom.